Manufacturer narrative:
It has now been reported a skin necrosis. The infection has healed but it is still unknown how the infection was treated. The explant was performed under a general anaesthetic. This report is submitted on october 29, 2020.

Event description:
Per the clinic, the patient experienced an infection surrounding the implant side. The device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.